Manufacturer narrative:
(B)(4). Implant in (B)(6) 2013. Explant in (B)(6) 2017. Concomitant medical products: persona posterior stabilized articular surface, catalog#: 42522401012 lot#: 62380419, persona stemmed tibial tray, catalog#: 42532007902 lot#: 62377750. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00257, 0002648920-2018-00034, 3007963827-2018-00010. Product location unknown.

Event description:
It was reported that after a knee arthroplasty the patient was revised to address pain, swelling, clicking noise and loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Medical product: persona posterior stabilized articular surface, catalog#: 42522401012, lot#: 62380419; persona stemmed tibial tray, catalog#: 42532007902, lot#: 62377750; persona vivacit-e all-poly patella, catalog#: 42540200038, lot#: 62337862. Reported event was unable to be confirmed due to limited information received from the customer. Per package insert, loosening, pain and swelling are some of the adverse effects of the tka procedure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after a knee arthroplasty the patient was revised to address pain, swelling, clicking noise, and loosening approximately 4 years post-implantation. Attempts have been made and no further information has been provided.